Event description:
56 year old patient with a past medical history of depression, systemic lupus erythematosus, end stage renal disease caused by lupus-induced glomerular sclerosis, chronic obstruction pulmonary disease, hypertension, gastritis and stroke was admitted to hospital on 1/2/92 with uremia. Hemodialysis was initiated during this hospitalization. On 1/9/92 he had small bowel resection for necrotic bowel, and he had an exploratory laparotomy on 1/15/92 fordrainage of an abcess. This condition stabilized by 1/22/92 and he was transferred out of the intensive care unit after a right subclavian medcomp catheter was inserted for future hemodialysis treatments. On 1/24/92 no blood return was noted from the red port of the catheter, and it was changed over a wire in the dialysis unit. During the procedure the patient became dyspneic and hypotensive. He was intubated and a right chest tube (manufacturer-argyle) was inserted which drained 600 cc blood; a percardiocentesis revealed no blood in the pericardium. Despite resuscitation efforts the patient expired. An autopsy was performed by the medical examiner, but the report has not been received.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.